Event description:
It was reported that the user experienced episodes of elevated blood glucose that did not come down until an insulin injection was administered, with readings reportedly approaching 400 mg/dl at times and improving to below 200 mg/dl after injection. Symptoms included hyperglycemia. Outcomes included the need for rescue insulin administration. Investigation included outreach to the user for additional information. Investigation of this case revealed that the cause of the hyperglycemia was unclear based on the information available at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.